Event description:
It was reported that the compressor was going into stand-by mode while running on pt. Trouble shooting identified the compressor motor as defective. There was no pt harm. (B)(4).

Manufacturer narrative:
Service technician has been on site for troubleshooting. A supplemental medwatch will be provided when the complete investigation has been finalized. (B)(4).